Event description:
The radio frequency ablation generator was returned with no information and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the generator was returned and analysis found the printed circuit board out of specification electrically, that there was a random accessory memory (ram) error message and that the audo buzzer was inoperable.